Manufacturer narrative:
As reported, a foreign body was noted on the perfix plug when opened for a procedure. No additional information has been provided upon request. Based on the limited information and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, it was identified that after opening the perfix plug package, a foreign body was found on the patch. The patch was replaced with a new one. There was no reported patient injury.